Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, they successfully deployed four bands however; all four bands fell off the varices into the patient. It was reported that the bands were retrieved with a snare. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that four bands (3 blue and 1 white) were returned by the customer, with no damage observed on the bands however, they were found separated from the ligator head. The ligator head was not returned. The trip wire on the handle assembly could be properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. There were multiple kinks found on the trip wire, likely due to usage of the device. The deployment thread was found broken with a portion of the broken thread attached to the distal end of the trip wire. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. The root cause could not be determined however, the most probable root cause has been determined to be operational context, since it is likely that anatomical/procedural factors were encountered during the procedure which caused the bands to fall off the varix inadvertently and contributed to the complaint event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) - no code available (failure to maintain grasp). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) performed on (B)(6) 2010. According to the complainant, during the procedure, they successfully deployed four bands however; all four bands fell off the varices into the patient. It was reported that the bands were retrieved with a snare. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.